Event description:
(B)(4) MDR - boston scientific received info that this right ventricular (rv) lead exhibited high pacing threshold measurements. The lead was not suspected of having dislodged. The threshold measurement was 4.0v and the r-wave measurement was 2.5mv. A revision procedure will be performed. No adverse pt effects were reported. A request for add'l info has been made. Should add'l info become available, this investigation will be updated.

Manufacturer narrative:
(B)(4) MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regula device mfg.